Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by fever. The cause of the event was not reported. On the same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with unspecified medication (doses, routes, frequencies and durations were not reported) for the event. It was reported the patient has recovered from the events 14 days after event onset. Pd therapy was discontinued 19 days after event onset. It was reported the patient remained hospitalized for reinsertion of a new pd catheter. No additional information is available.